Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The product has not been returned. Review of the provided video found there was black debris throughout the tray. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing and design issues. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (b(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone: (B)(6). G2 country: russia.

Event description:
It was reported that outside of surgery on (B)(6) 2025, the device had some black crumbs inside. The package itself was not opened. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is completed and there is no additional information available.